Event description:
Pt experienced anaphylactic reaction immediately following the insertion of a catheter. Pt complained of difficulty breathing, red blotches were noticed on pt's skin. Became hypotensive, tachycardic and dyspneic. Code initiated. Breathing restored and pt transferred to ICU for overnight observation. Discharged home the next day after a PICC was inserted. Pt did not have further difficulty with the insertion of the PICC.